Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal left anterior descending artery with mild calcification. The 3.0 x 15 mm voyager balloon was advanced and inflated; however, a balloon rupture occurred during the first inflation of 4 atmospheres (atm), for 1 second. It was noted that the voyager balloon was prepped inside the patient anatomy. A non-abbott balloon and stent were used to complete the procedure. The outcome of the procedure was good, and there were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough. Guide cath: launcher 6f jl3.5. Factors that may contribute to balloon material ruptures include, but are not limited to, balloon damage during manufacturing, material deficiencies, handling of the product during preparation for use, insufficient preparation prior to use, and / or interaction with the lesion/anatomy, a previously implanted stent, guiding catheter, guide wire and other accessory devices. To help ensure this type of damage is not the result of a manufacturing deficiency, all catheters are 100% visually inspected for balloon damage, including at the point where the balloon is inserted into the protective sheath. Additionally, all catheters are 100% leak tested prior to packaging, and a sampling of units is destructively tested to verify balloon rated burst pressure (rbp) and balloon integrity prior to release. In this case, it was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices or the reported mildly calcified and 90% stenosed lesion, such that the balloon ruptured during the inflation attempt; however this could not be confirmed. There is no indication of a product quality deficiency. It was reported that the physician prepped the catheter inside the patients anatomy. It should be noted that the voyager instructions for use (IFU) states, all air must be removed from the balloon and displaced with contrast medium (diluted 1:1 with normal saline) prior to inserting into the body, otherwise, complications may occur. It is unknown if the reported IFU deviation directly caused or contributed to the reported difficulties. A review of the lot history record for the reported lot revealed no associated non-conforming material records. The investigation for this incident revealed that the complaint appeared to be related to the operational context of the procedure. In summary, based on the reported information and this investigation, a conclusive cause for the reported balloon rupture could not be determined. However, there is no evidence to suggest a potential product deficiency.